Event description:
Info received indicates the head section will not lower when using the CPR function.

Manufacturer narrative:
The tech found the head drive was damaged. He replaced the head drive to repair the stretcher.